Event description:
It was reported that the foley catheter was difficult to remove. Upon attempting removal the water from the balloon, the balloon would not deflate. A laparoscopic incisional hernia repair was performed.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿package does not open easily and product is difficult to remove¿. A potential root cause for this failure could be ¿package design or labeling does not provide ease of opening and product removal¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove. Upon attempting removal the water from the balloon, the balloon would not deflate. A laparoscopic incisional hernia repair was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to remove. When trying to remove water from the balloon, the balloon would not deflate.